Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) and advanced into the left atrium (la). However, echocardiogram showed thrombus had formed at the distal end of the sgc and on tip of the cds. Both the sgc and cds were removed and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definite cause for the reported thrombosis could not be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the act level remained above 250 throughout the procedure. Additional heparin was also given to treat the thrombus. The thrombus was thrombus was on the tip of the clip when the clip was removed.